Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 858020, and the expiration date was not provided. A field service engineer (fse) found broken tubes in the wash station and replaced them all. He checked the sample needle, replaced the reagent needle, replaced the gear pump and adjusted the pressure, replaced the piping in the wash station, and cleaned the rinse needles. They checked the washing levels in the cuvette and calibrated. He performed a hardware check and qc, which passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 6000 c501 module. Patient 1's initial result was 6.91 mg/dl, with a repeat result on (B)(6) 2025 of 0.76 mg/dl. Patient 2's initial result on (B)(6) 2025 was 6.40 mg/dl, and the repeat result on (B)(6) 2025 was 0.70 mg/dl. The initial results were questioned, and the patients were sent to the emergency room to confirm the results, which were normal, and were repeated as normal. The repeat results were deemed to be correct.